Event description:
It was reported that during preparation for a percutaneous transluminal coronary intervention angioplasty (ptca) procedure, stent dislodgement occurred. During preparation of the 4.00x20mm liberte bare metal stent (bms) and while removing the stent protector, the stent was pulled off of the stent delivery system (sds). The physician completed the procedure with another of the same device. No pt complications were reported.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).